Event description:
The customer reported that: "no ECG signal either wirelessly or via cable (not even at volume level 10)."it is unknown if the device was in use on a patient at the time of the reported issue.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that: "no ECG signal either wirelessly or via cable (not even at volume level 10)." Patient involvement is unknown.